Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx100mmx150cm sterling¿ balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was completely pulled out from the patient and the procedure was completed with another sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable.